Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that after delivery and resuscitation, newborn immediately (within 20 minutes) brought to triage in nicu, rd neo sensor placed on right foot, pulse oximetry reading mid 80's to 90's. Pt required oxygen and CPAP. While monitoring pt, I observed the pleth on the monitor for the pulse ox go flat intermittently, go into a pulse search and start picking up again. I had the rn move the rd neo pulse ox sensor to the hand and the flat line did not happen again. I did not secure the sensor or the cable at this time. This was a one-time occurrence. No consequences or impact to patient was reported.